Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold and low pacing impedance. The right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: d9 - device available for evaluation - should be "no" instead of "yes - returned to manufacturer" and h3 - device evaluated by manufacturer - should be "no - not returned to manufacturer" instead of "no - device evaluation anticipated, but not yet begun (02)"